Manufacturer narrative:
(B)(4).

Event description:
Reportedly, to treat a moderately calcified cto lesion of rca vessel, subject guidewire was advanced into the vessel with support by a support catheter, guidewire was used with its tip section in knuckled form, and the guidewire got knotted. Upon pulling out the guidewire, tip was unexpectedly fractured and unraveled. The "fiber" could be snared and all removed out, but the radiopaque tip of the guidewire could not and was stented within the vessel wall. Patient was discharged on the next day.

Manufacturer narrative:
(B)(4). Investigation of guidewire could not be conducted because the guidewire was discarded at the facility. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. Based on the obtained information, it is inferred that the guidewire got knotted as guidewire was continued to be used in its tip knuckled condition. The guidewire removal attempted under such condition resulted with removal resistance with the catheter used in conjunction, further attempt of removal resulted the breakage and fracture of the guidewire tip due to the force exceeding the product design limit. Based on the information reviewed, there is no indication of a product deficiency. IFU describes in its warning section; if resistance is felt due to spasm, bending of the guide wire or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position, otherwise damage to the guidewire may occur.